Manufacturer narrative:
The pusher assembly was returned for evaluation without the instant detacher and implant coil. The pusher assembly was found broken into two segments at approximately 4.5cm form the proximal end, but retained together by the release wire. The returned pushwire segment was found to be bent at approximately 18.0cm, 29.0cm, 34.0cm, 37.0cm, 71.5cm, 88.5cm, 144.0cm, 147.5cm, and 150.0cm from the proximal end. The lumen stop was found slightly ovalized with indentation marks that suggest that the coin may have been jammed against the lumen stop causing non-detachment. The eventual detachment of the implant coil was likely caused by breaking of the hypotube and pulling of the release wire during attempted retrieval of the coil. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4)

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the implant coil did not detach with the instant detacher despite two attempts. An attempt to detach the coil was made with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use), but without success. The physician decided to remove the coil, but the coil prematurely detached as it was pulled. Part of the aneurysm was inside the patient and part of it is in the aca (anterior cerebral artery). The implant coil remains in the patient and the pushwire was removed. No patient injury was reported as a result of the procedure.